Event description:
The customer complained that the nurse tripped over the pendant cable and sustained a minor straining injury to her back.

Manufacturer narrative:
The technician reported that the bed was in the low position, and the patient pendant was secured in the intermediate siderail; however, the patient pendant clip was utilized to store the cord, when the event occurred. The situation was corrected, which resolved the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.